Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare provider (hcp) reported that during the process of titrating stimulation to get to therapeutic effect, the patient moved. The previous hcp had increased stimulation up several levels, but they were not sure of the values or what exactly was done, but stimulation got to the point where the patient started feeling an "electric jolt" and feeling the vibration of the stimulation. Changes to theprogramming had been done although they did not have any of the information. The patient also had an x-ray and it appeared that the leads were in the correct location. The patient had lost 30-40lbs in the last six months and is bed ridden. They wanted to know if the device could be checked to make sure it is still working properly. Symptoms were noted to be gastric and acid reflux, spitting up acidy frothing, weight loss of 30-40lbs, electric jolting when stimulation is too high, feeling the "vibration" of the device. It was recommended that the hcp follow up with a rep to have access to a clinician programm ER. The ins indication for use was for gastric stimulation. No further complications were reported/anticipated.

Event description:
A consumer reported that the patient was having a lot of buzzing and vibration when they were eating food. The patient had not had any falls, traumas, or medical equipment exposure. However, they did have a feed tube exchange that was unsuccessful. They think it was done probably just after the buzzing and vibration started. The patient has a feeding tube and was bed ridden. In (B)(6)2017 the patient had the device increased. It was reviewed to follow up with their healthcare provider (hcp). No further complications were reported/anticipated.